Event description:
Clinician reported swelling 3 inch x 3 inch resembling a "chipmunk" on the left side of a patient's face occurring one day after bone grafting ((B)(6) 2010) with calcium sulfate hemihydrate. The clinician reported that the calcium sulfate hemihydrate grafting material was combined with human bone, allooss cortical particulate and hydrated with 0.9% normal saline solution. The grafting material was placed at the buccal shelf above the apex of tooth site #15. The clinician reported that the event necessitated treatment with clindamycin 300 mg and motrin 800 mg. On (B)(6) 2010, the clinician's office reported that the patient has recovered from the swelling.